Manufacturer narrative:
Covidien reference (B)(4). The customer reported to have replaced the breath delivery unit (bdu) printed circuit board (pcb). The service engineer (se) uploaded the operational software to the current revision. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator had a vent inop condition and the device stopped cycling. The ventilator was not in use on a patient at the time the malfunction occurred.